Manufacturer narrative:
No report of procedure delay or cancellation. The instruments present during the time of the reported event were reprocessed before use. The user facility obtained the verify steam tape subject of the reported event from a steris distributor, owens & minor. Following the reported event, user facility personnel contacted owens & minor to describe the event that took place. The verify steam tape instructions for use states (pg.1), "expose pack to the steam sterilization process. Following processing, remove the pack and examine the tape. The white indicator bars will be brown to black in color if exposed to steam sterilization conditions." Retain testing was performed on the lot number subject of the reported event; no issues were noted. The DHR for the subject lot was reviewed and no abnormalities were found. The user facility is returning on hand inventory for the lot subject of the reported event to steris. Steris will offer in-service training on the proper use of the verify steam tape to the user facility. No additional issues have been reported.

Event description:
The user facility reported via medwatch report #(B)(4) that their verify steam tape did not change colors following a completed cycle.

Manufacturer narrative:
A steris account manager performed in-service training on the proper use of the verify steam tape to the user facility. No additional issues have been noted.